Event description:
It was reported that the patient felt a shocking or jolting sensation. It was indicated since she moved on (B)(6) when she visited the (B)(6) at her new location she received a shock, the patient had to be let through a side (B)(6) . This had been happening during (B)(6) visits since early (b)(6() when patient began using that (B)(6) location. It was reported that the shock was painful and mainly on her left side. The patient felt like stim went to the highest level. It was indicated the patient usually kept the right side low and did not feel the shocking as much on that side .it was indicated that patient felt pain for 2 hours after a shock sometimes. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator; product ID 3889-28, lot# va04drw, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va04drw, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).